Manufacturer narrative:
Based on the current information provided, the cause of the adverse patient outcome cannot be determined. The site health care professional reported that there was no malfunction with the ion system prior to aborting the procedure; an air embolism in the right coronary artery was found during cardiac imaging. A system log review cannot be performed because the system logs are not available at this time. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that during an ion endoluminal biopsy st elevations were noted on cardiac monitoring and the procedure was aborted. Of note, the patient had undergone 2 previous lung biopsies in the preceding 3 weeks including a CT guided biopsy and a bronchoscopic biopsy. Cardiac catheterization was performed, and percutaneous coronary intervention was performed in the right coronary artery. A possible thrombosis versus embolism was noted in the distal tip of the left anterior descending artery. The proximal right coronary artery was 100% occluded and remained 100% occluded despite multiple pci dilations. Final angiogram revealed no atherosclerotic plaque, and the occlusion was attributed to an air embolism. During the left heart catheterization and angiography, the patient went into cardiac arrest and advanced cardiac life support was initiated including defibrillation and placement of an impella rp heart pump for right ventricular support along with a temporary pacemaker. The patient expired the day after the procedure from acute myocardial infarction and cardiogenic shock. The patient did not have a history of coronary artery disease nor significant comorbid conditions. There was no malfunction of the ion system, instruments or accessories reported. Bronchoscopy and biopsy are a minimally invasive procedure with a low complication rate and rarely associated fatal complications. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%) and 1 myocardial infarction (0.02%). A recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. Air embolism is also associated with left heart catheterization and has been reported to occur at a rate of 0.1-0.3% of cases. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the adverse event is likely due to the patient undergoing a lung biopsy after undergoing 2 recent lung biopsies which may have contributed to the adverse event. There is no evidence the event was device related. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. Kahn jk, hartzler go. The spectrum of symptomatic coronary air embolism during balloon angioplasty: causes, consequences, and management. Am heart j. 1990. Khan m, schmidt dh, bajwa t, shalev y. Coronary air embolism: incidence, severity, and suggested approaches to treatment. Cathet cardiovasc diagn. 1995.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, cardiac monitoring showed st segment elevation and the procedure was aborted. The patient expired one day post procedure from acute myocardial infarction and cardiogenic shock. Post procedure abort, the patient underwent heart catheterization, selective coronary artery angiogram, left ventricular angiogram and percutaneous coronary intervention (pci) to the right coronary artery. The physician imaging documentation found the left anterior descending artery was large in caliber. At the very tip of distal left anterior descending artery, there was possible thrombosis versus embolism. The proximal right coronary artery was 100% occluded, and after multiple inflation intervention attempts (pci), no flow was seen distally. At this time, one of the angiograms revealed there was a possible air column occluding the right coronary artery. The final angiogram of the right coronary artery revealed there was no atherosclerotic plaque in the right coronary artery and the occlusion was deemed to be due to air embolism. The patient went into cardiac arrest during one of the angiogram procedures and advanced cardiac life support was initiated. Treatment rendered included multiple rounds of defibrillation, placement of an impella rp heart pump for right ventricular support, and temporary pacemaker wires were placed. Ultimately, the patient expired the day after the procedure from acute myocardial infarction and cardiogenic shock. The health care professionals reported that the patient did not have a cardiac history and there were no comorbid conditions that caused or contributed to the event. It was also stated that there were no ion system malfunctions or any other issues associated with the event.

Manufacturer narrative:
On 13-oct-2023, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: ¿patient had a non-st-elevation myocardial infarction (nstemi) during flexible bronchoscopy and CT-guided biopsies. During the procedure, the patient developed a bradycardic arrhythmia and low blood pressure. Patient was given multiple medications to stabilize him and a 12 lead EKG. After looking at the EKG, they called a code stemi and catheterization lab and cardiology got involved. After the catheterization, it was noted there was complete obstruction of the right coronary artery. Testing showed he may have suffered an air embolus. Patient had multiple ventricular fibrillation arrests while in catheterization lab. A heart pump was placed and patient in the intensive care unit (ICU). Patient did pass away the following day. Unsure if ion robot played a part in the event.¿ original intended procedure? Flexible bronchoscopy and CT-guided biopsies.